Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue. Preventative maintenance was done including the downstream occlusion (dso) seal replacement, preventive battery pin bushing adjustment at the time of investigation and preventive service.

Event description:
It was reported the following: "does not work stops after starting". There was unknown patient involvement and unknown patient harm reported.